Event description:
It was reported that the patient may need to undergo a revision surgery due to tibial component loosening.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient.

Event description:
It was reported that the patient may need to undergo a revision surgery due to tibial component loosening.

Manufacturer narrative:
Correction: h6 results code, conclusion code. The reported event could be confirmed, based on available medical record and health care professionals. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we can conclude that the tibial component shows a little bit of radiolucency, but no significant cysts. Therefore, loosening can be confirmed while no migration visible. The talar component shows large cysts in the adjacent bone, with a little radiolucence, which radiographically can be interpreted as a sign of loosening while no migration can be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cavities around the tibial and talar components. If the device is returned or any further information is provided, the investigation report will be reassessed.